Event description:
Reported via patient call center, it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged. The patient called and shared that during a follow up testing was told that they have a leak and the patient has to remain on a blood thinner. At a later date, the implanting physician read the imaging report, and a possible 2-3 mm leak was noted via transesophageal echocardiography (tee). There is no more information available at the time of this report.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.